Manufacturer narrative:
The 10g x 9cm mammotome® revolve stereotactic probe is a sterile, single patient use instrument which may be used with imaging guidance, such as x-ray, to excise a diagnostic sample for diagnosis. The device is not available to be returned to the manufacturer for evaluation, which prevents a full investigation and analysis of the root cause at this time. However, the failure more has been identified in the risk management file and has been shown to occur if the tissue strip contained in the sample management systems are not fully aligned or seated properly as instructed within the IFU. Although no serious injuries occured, upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction as a result of potential loss of tissue for diagnostic purpose . Thus, pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
Troubleshooting in vab, no core in the tray.